Event description:
The customer reported that the xenon lamp would not light up and requested to replace the lamp. It is unknown when the reported issue was observed. There was no patient or user injury reported due to the event.

Manufacturer narrative:
E1: (B)(6). This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. An olympus field service engineer visited the customer site. During device evaluation, the reported issue (xenon lamp does not light up) was confirmed and found to be caused by a worn xenon lamp (xenon lamp lifetime expired). The device was repaired on site by replacing the xenon lamp. The meter was reset, and the device operation was checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the reported issue (xenon lamp does not light up) occurred due to a lamp failure. However, a conclusive root cause could not be determined. Olympus will continue to monitor field performance for this device.